Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen grayed out and became unusable, and the front screen appeared to lift from the bezel such that the user could see inside the pump; the user denied drops, impact, or liquid exposure, and the device was not synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture-type device problem at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.